Manufacturer narrative:
Fge catheter, biliary, diagnostic.

Event description:
According to the journal article: "zolotarevsky et al 2010 (zimmon pancreatic stent) ¿ ¿prophylactic 5-fr pancreatic duct stents are superior to 3-fr stents: a randomized controlled trial¿. Off label use: temporary prophylactic pancreatic duct stenting to reduce post-endoscopic retrograde cholangiopancreatography (ercp) pancreatitis (pep) in high-risk patients. Complaint # :number of devices -4 zolotarvesky ¿ ¿post-sphincterotomy bleeding¿ one patient in each group developed post-sphincterotomy bleeding. As per description of event".